Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. One device was received for evaluation; the event was confirmed during testing. The device was found to have corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device would not retain the bur. There was patient involvement but no patient impact.